Manufacturer narrative:
Received one used b1115 ext set w/ 1.2 micron filter for inspection. The tubing was separated from the inlet port on the 1.2 micron filter. The bond area had little to no solvent present. The outlet bond was tested for bond integrity per product specifications. The representative bond met performance expectations. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, 01 jan 2024 has been used as placeholder. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer experienced breakage and leakage. The report states that ¿upon assessment, noted lipid filter broken. Tubing infusing directly to bed. Filter still attached to y-connector on cvc; backflow of blood noted in filter. Tpn still infusing on other port of y-connector. Both tpn and il infusions stopped immediately; tubing removed and discarded. Cap changed with picl and line heparin-locked.¿ there was patient involvement and unknown adverse event. Additionally, the initial reporter asked the customer if there were any patients were harmed/affected and the customer answered that "tpn had to be stopped and the lipids discarded".